Manufacturer narrative:
Additional information: device information received. An event regarding abnormal ion level and disassociation involving a metal head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood and head/ stem disassociation. Provided medical records cannot confirm the event. Additional information, such as primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed. The mated metal head was identified to be within scope of nc and CAPA. The cause of event is likely to be caused by the mated femoral head. Refer to CAPA for investigation details.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2007 on her left hip and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2007 on her left hip and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in her blood.